Event description:
It was reported to philips that system had power supply issue. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A the field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse checked dcps input and output, the output had issue. To resolve the problem, fse replaced dcps and return the part for further analysis and found electrical defect of component. After some replacing dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.